Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon was ruptured. The device was removed from the patient and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was in good condition.

Manufacturer narrative:
B5-describe event or problem has been updated. E1- initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon was ruptured. The device was removed from the patient and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was in good condition. It was further reported that the 95% stenosed target lesion was located in mildly tortuous and severely calcified mid right coronary artery.